Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10042.

Event description:
Depuy mitek cqg received an email from depuy mitek marketing regarding an acl/mcl repair performed on (B)(6) 2015 using a biointrafix sheath and screw. The screw backed out of the patient's leg and a revision surgery was performed on an unknown date to remove the hardware. Additional information received via email from the sales rep on 1-12-17: revision surgery was on (B)(6) 2016. The patient had started having swelling over his screw in the summer and around (B)(6), the screw started becoming exposed. His acl/mcl were stable during surgery. He came in for one follow-up 2 weeks after surgery and was doing great so we released him back to athletics and we have not seen/heard from him since.